Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26569. The manufacturer is unable to determine the placement of the leads, thus both leads are reported. It was reported, the patient was experiencing auto-reducing during reprogramming. Lead diagnostics showed multiple high impedances . Reprogramming was able to attain effective stimulation for the right side pain, however the stimulation was ineffective for the left side pain. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26569. The manufacturer is unable to determine which lead was explanted so both leads are reported follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to remove and replace one of the leads which resolved the issue.